Event description:
User experienced erratic sodium and potassium for one week. An unk number of pt samples were involved. Three examples were provided which occurred in 2008. Sample 1 initial sodium was 124 mmol/l, repeat result was 140 mmol/l. Sample 2 initial sodium result was 124 mmol/l, repeat result was 142 mmol/l. Sample 3 initial sodium result was 98 mmol/l, repeat result was 142 mmol/l; initial potassium result was 3.2 mmol/l, repeat result was 4.7 mmol/l. Repeat result was reported. Field service rep determined there was a missing electrode o-ring seal and replaced it. He also noted he adjusted the air/mix values.